Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "there have been multiple cases of clinicians being unable to disengage the blade from the handle after successful intubation." The alleged event reported was stated to have occurred "post intubation and was in the or". Additional information stated events were "not involved directly with the patient."

Manufacturer narrative:
(B)(4). The customer returned one 004411100 rusch greenspec handle: medium for investigation. The handle was returned with an emerald rusch mac 3 blade attached to it. Visual examination did not reveal any obvious defects or anomalies as the device appears typical. Functional inspection was performed per laryngoscope IFU by pushing downward on the blade to release it from the handle. The blade was able to be removed from the handle with ease. The blade and handle were reattached and disassembled multiple times with no issues observed. There were several small scratch marks noted on the internal locking mechanism of the handle. These marks reveal that the device has been used multiple times by the end user and they are indicative of normal wear. The device history record of lot 201101 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The IFU for this product states, "attach blade to compatible handle. Click into place. To switch on, pull blade up. To switch off , fold blade down. Return to off position after use." The complaint cannot be confirmed. Functional testing revealed that the blade was able to be removed from the handle with ease. No problem was found with the returned device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "there have been multiple cases of clinicians being unable to disengage the blade from the handle after successful intubation". The alleged event reported was stated to have occurred "post intubation and was in the or". Additional information stated events were "not involved directly with the patient".